Event description:
The switch remained in the "on" position. Co's inspection revealed that the spring had slipped out of place. The case has been charged to eliminate this problem. Remedial action has been accomplished. No deaths or injuries were reported. This confirm conducted a voluntary recall, FDA recall no z-356/360-7, because of a similar complaint, but this report has a different cause.